Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had device issues. The customer's blood glucose was unknown at the time of call. Trouble shooting was performed and found cosmetic damage to the device label and recurring error the one-minute non-destructive ram test failed. Advised the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected watchdog timeout alarm noted during testing. Device was received with faded serial number label and cracked select button keypad overlay. (B)(4).